Manufacturer narrative:
Block h6: imdrf device code a05 captures the reportable event of stent lock failure to lock.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was implanted transgastrically for cyst drainage during an endoscopic ultrasound (eus) procedure performed on (B)(6) 2025. During the procedure, it was observed that after performing step 4, the stent lock was not locked into the handle, which made it difficult to release the stent. However, the stent was eventually deployed in the correct location, and the procedure was completed. There were no patient complications reported as a result of this event.